Event description:
The patient was admitted for a procedure in 2009 with a 90% lesion in the proximal to mid left anterior descending branch. The lesion was de novo and highly calcified. A 3.0 x 28 mm cypher stent was delivered to the lesion and the balloon was inflated. However, the pressure would not go above 10 atm. The pressure of the inflation device also went down and the physician confirmed that the balloon, of the cypher, was ruptured. The stent delivery system was then removed from the patient and post-dilation was conducted with another balloon catheter at 10 atm for 30 seconds, as the stent was under-expanded. An intravascular ultrasound was conducted, the procedure was successfully completed.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.